Event description:
It was reported there was error that resulted in an inability to initiate mechanical ventilation. The patient was switched to manual ventilation, unit replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was recommended for replacement to resolve the issue. Block a: customer contact reports no patient information available. Block d4 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718